Manufacturer narrative:
The field service engineer determined there was a fluidics failure of a part of the ise system. All electrodes and system reagents were replaced. An ise performance check was run and this passed. The customer ran calibrations and controls; all passed. Quality controls were within range on the day of the event. Per the manufacturer's recommendations, the centrifugation time and speed were not appropriate for the type of tube used. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they had questionable ise results for an unspecified number of patient samples tested on the cobas integra 400 plus. The samples were repeated, but the reporter received the same high results for the chloride electrode and the na+ electrode. Later in the day, these samples repeated lower. The reporter replaced all system reagents and noted that controls were high, but within range for na. The reporter stated that results for 15 patient samples were reported outside of the laboratory and needed to be corrected. The reporter provided data for one patient sample with a discrepant result for na. The incorrect result from this sample was reported outside of the laboratory. The sample initially resulted with a sodium value of 151 mmol/l, which repeated as 141 mmol/l. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient.